Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)) for evaluation. No test strips or control solution were returned. An in-house testing was performed with the returned meter, in-house contour® next test strips (lot # 4cheg09a) and in-house contour® next control solution (lot # 5bv2g38) in five replicates. All tests recovered within the expected control range of 113 mg/dl to 141 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she performed a control test with the contour® next gen meter and obtained a reading of 156 mg/dl at 7:47 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.